Manufacturer narrative:
Product event summary: the device was returned, analyzed, and a device ram chip memory error was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that was a device electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.